Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On 18-jun-2025, a spontaneous report was received via telephone regarding a 43-year-old female consumer who wore a flex fabric and waterproof bandage. Additional information was received on 20-jun-2025 and on 25-jun-2025. On the night on (B)(6) 2025, the consumer removed a flex fabric and waterproof bandage and experienced her skin ripped resulting in bleeding. For treatment, she applied triple antibiotic ointment. She had previously worn the bandages before without event, but she usually removed them in the shower but this time she did not. On (B)(6) 2025, she noted there was a yellow liquid on the wound. She reported the wound was the size of half of the sticky part of the bandage. She was applying peroxide and antibiotic ointment to her wound. She refused to seek medical care. On (B)(6) 2025, the yellow liquid on the wound had resolved and she continued to apply triple antibiotic ointment to the area covered with gauze. On an unspecified date, her bleeding resolved. As of on (B)(6) 2025, her wound continued to slowly improve. No additional information was provided.